Manufacturer narrative:
(B)(4). The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that there was no delay and no adverse consequences to the patient.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'system computer needs service' message. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) replaced the ccm peripheral component interconnect (pci) bus interface cable assembly. The unit operated to the manufacturer's specifications.